Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The customer's complaint was not confirmed. The device's oxygen output was within the design specifications. The device operated and alarmed to design specifications. The device was tested and passed all final testing.

Event description:
The manufacturer received information alleging an everflo did not deliver any oxygen and did not alarm. The patient reportedly had low blood oxygen levels and was admitted to the hospital for one week. The patient has since been released from the hospital without any health consequences. There was no allegation of device malfunction.